Event description:
After flushing the device and advancing it to the target site, negative pressure was applied via the inflation device. It was then noted that there was a crack in the hub of the cypher sds, with subsequent leakage of contrast fluid. The procedure was carried out and finished by using another unk device. There was no report of pt injury. Additional pt and procedural info has been requested, but has not yet been forthcoming.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems. The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.